Manufacturer narrative:
Date of event not provided by the complainant. Lot number not provided by the complainant. Product expire date unknown; lot number not provided. Product catalog number unknown, product unspecified. Concomitant medical products: cook biodesign or surgisis 4-layer tissue graft: (B)(6) 2003, coloplast aris- transobturator sling system: (B)(6) 2007. Product manufacture date unknown; lot number unknown. This MDR is related to MDR 1835959-2015-244.

Event description:
The patient was reportedly implanted with a cook stratasis urethral sling and a cook biodesign or surgisis 4-layer tissue graft on (B)(6) 2003 and a coloplast aris-transobturator sling system on (B)(6) 2007 at (B)(6) medical center,(B)(6). The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.